Manufacturer narrative:
The insulin pump was returned with missing straight line segments on display due to open zebra connector on lcd board. However, the insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. The insulin pump had cracked on reservoir tube lip and scratched on display window noted during testing.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there were missing boluses in the insulin pump. The customer also reported that there were horizontal lines that were going across the screen. The customer's blood glucose was 246 mg/dl at the time of incident. The insulin pump will be returned for analysis.